Manufacturer narrative:
The insulin pump alarmed for a failed self test and a lost sensor due to a faulty connector at the radio frequency circuit board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a lost sensor and confirmed that the transmitter flashed when connected to the sensor. The blood glucose reading was 166 mg/dl. The customer reported that the blood glucose did not transmit to the insulin pump. The customer had no radio frequency issues in the past and had not acquired new wireless equipment. The customer was advised on how to avoid radio frequency interference. The insulin pump alarmed for a failed self test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.